Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal-tibial-peroneal artery system. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon at 7atm within 30 seconds. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.